Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-jan-2023 . H6: investigation summary : four open and one hundred and eight sealed 32g x 4mm pen needle samples and six photos were returned from lot. No. 2040130, cat. No. 320559. Visual examination was carried out on the four open samples and a broken non patient end of cannula was observed on two samples, due to the condition these samples were returned no clog test could be carried out. A clog test was carried out on the two remaining open samples along with twenty eight sealed samples as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle clog. According to the user's report, the drug solution did not come out upon priming. When another pen needle from the same lot, the same issue occurred. When another needle from a different lot, the drug solution came out.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle clog. According to the user's report, the drug solution did not come out upon priming. When another pen needle from the same lot, the same issue occurred. When another needle from a different lot, the drug solution came out.